Event description:
Hill-rom received a report from the account stating that the siderail would not latch. The bed was located at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician support found the center arm assembly to be inoperable. Per the hill-rom service manual, perform annual preventative maintenance procedures to make sure all versacare bed components are functioning as originally designed. Make sure the head and the intermediate side rails are not bent or twisted. Make sure the side rails lock correctly in the high position and you hear the latch click. Gently pull on each side rail to make sure it latches correctly. If the side rail is difficult to latch, make sure the latch components are clean and look for obstructions. Release each side rail from the up position, and let it fall freely. The side rail should lower slowly and smoothly. Remove the center arm cover, and examine the cable routing for pinching, binding, or damage. Make sure the latch mechanism of each side rail is in good condition. Remove the side rail cover, and make sure rail is in good condition. Remove the side rail cover, and make sure the mounting screws are fully installed. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009, 2010, and 2012. It is unk if the facility performed any other preventative maintenance on this bed. The account replaced the center arm assembly to resolve the issue. Based on this info, no further action is required.